Event description:
The customer called to report that, the insulin pump was squirting out insulin during the manual prime. The customer stated, she was connected during the manual prime but removed the insertion site immediately. The customer was advised to discontinue using the insulin pump. The customer later called stating she was hospitalized for low blood glucose and the reading was 37 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore, consider this report complete to the best of our current knowledge. No conclusion can be drawn at this time.